Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left knee primary attune to treat degenerative joint disease with genu valgum. Upon entering the joint, the surgeon noted severe periarticular cartilage and bone degeneration. The patella was resurfaced and competitor cement was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to aseptic loosening. Upon entering the joint, the surgeon identified synovitis and performed a synovectomy. The tibial tray was loosened and debonded at the cement to implant interface. The surgeon notes there was competitor cement debris in the periarticular space. The patella and femoral component were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a combination of depuy and competitor revision products utilizing depuy cement. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2020 left.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.